Manufacturer narrative:
Approximate age of the device is 1 year and 8 months. The returned system controller was connected to the manufacturer¿s laboratory equipment and was not able to operate at the stored set speed value of 9288 rpm. The pump speed would incrementally increase up to 9200 rpm then decrease approximately 1000 rpm as a result of the unattainable set speed value. After the set speed was changed using the laboratory test software, the device was subjected to the functional testing and passed all testing. The set speed value was able to be adjusted with the test system monitor between 8000 to 12000 rpm and the pump speed matched the set speed value thereafter. The analysis could not determine a root cause of the corrupted value stored on the returned system controller. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 8 months post-implant, it was reported during a routine check of the patient¿s back up system controller, it was noticed that the patient¿s pump speed was at 8688 rpm despite being set at 8600 rpm. Attempts were made to change the fixed speed; however, the system only allowed changes to 8888 rpm or 8488 rpm. Upon manufacturer's investigation of the returned system controller, the device was unable to attain the set speed.